Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to duplicate the reported issue. The device would not power on with a battery in bay 2. It was observed that the negative pin in bay 2 is damaged with only the post left. The negative pin in bay 2 was replaced and the other 3 pins were replaced as a precaution.

Event description:
The customer, a biomedical engineer, contacted physio-control to report when attempting to power on their device, it will power itself off after approximately 10 seconds. The device was being used on dc power with fully charged batteries. There was no patient use associated with the reported event.